Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had physical damage. Customer's blood glucose value was 125mg/dl. The customer's mother reported that the clear casing on the reservoir compartment came off. Insulin pump was returned for analysis.